Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(4), during a transfemoral tavr procedure, insertion difficulty of the commander delivery system (ds) through sheath and dissection at right common iliac artery (rcia) was observed.  Access vessels of the patient were both narrow. The right external iliac artery (reia) was chosen and was dilated by balloon prior to the sheath insertion. Dilator and sheath inserted without difficulty. However, while advancing the ds, strong resistance was felt at cia. The ds was advanced slowly and was able to be inserted. After a 26mm sapien 3 valve was implanted, digital subtraction angiography (dsa) was executed after the ds was removed. There was no problem and esheath was removed. Stent was implanted in eia where ballooning was executed. Again dsa was executed. Then dissection at cia was confirmed and stent was implanted. Final check was done by dsa and intravascular ultrasound (ivus), finding no problem. The procedure was completed. The physician commented that the dissection at rcia was predicted and it could not be avoided.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned for evaluation. No photographs, video or imagery of used device were provided. The lot number was not provided; therefore, a device history review (DHR) and a lot history review could not be performed. Review of complaint history revealed that the occurrence rate did not exceed the (B)(6) 2018 control limit for the trend category ¿resistance between devices¿. Based on the review of the instructions for use (IFU) or training manuals, no deficiencies were identified. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. Since no photographs, imagery, or devices were returned, the complaint for ¿sheath shaft ¿ resistance with delivery system, bc¿ was unable to be confirmed. Due to the unavailability of the device, engineering was unable to perform full visual, functional, or dimensional analysis. As a result, presence of a manufacturing non-conformance was unable to be determined. However, a review of the DHR, lot history, complaint history, and manufacturing mitigations did not provide any indication that a manufacturing nonconformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. Per training manual, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification¿. Additionally, states that the minimum access vessel diameter when using a 26mm sapien 3 valve and a 14f sheath should be no less than 5.5 mm. As noted in the description summary, ¿strong resistance was felt at cia¿ during insertion of the delivery system and the ¿mld of rcia was 4.3×6.8mm with calcification.¿ available information suggests that patient factors (mld, calcification) likely contributed to the complaint event. However, a definitive root cause is unable to be determined. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint for ¿sheath shaft ¿ resistance with delivery system, bc¿ was unable to be confirmed. No manufacturing non-conformances that would have contributed to the reported event were identified. The cause for the iliac dissection is also unknown.  Available information suggests patient factors (mld, calcification) may have contributed to the reported events. No labeling or IFU/training inadequacies were identified. Review of complaint history revealed that the occurrence rate for the applicable trend category did not exceed the (B)(6) 2018 control limit. As such, no corrective or preventative actions are required at this time.